Event description:
It was reported that the patient was seeing the synch screen on patient programmer and not able to synchronize. She had been using heavy duty batteries in the programmer. The patient was able to successfully synch and can see stimulator was working and turned on, however the patient will get some standard alkaline batteries to use in the programmer in the future. The reason she was checking to make sure stimulation was turned on was because she had neurostimulator implanted for urinary problems and interstitial cystitis, and she had been having some burning and other problems which started about a week ago. She was not sure if problems were caused by her eating over (B)(6) or what. The neurostimulator had also helped with her uti's (urinary tract infections) however this (B)(6) she had one for the first time in a year. She was put on antibiotics for this uti. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported that the patient received assistance and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va0faj7, implanted: (B)(6) 2014, product type lead. (B)(4).